Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported mobile blood glucose results of 223 mg/dl, 583 mg/dl, 442 mg/dl, and 188 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips.